Event description:
In 2004, the pt was admitted to the hosp with infected left deep brain stimulation lead. Pt was started on antibiotics and a CT scan revealed no intracranial extension of the infection. The pt underwent explantation of the left dbs lead, extension, and generator in 2004. Pt outcome is unk. A follow up report will be sent when additional info is received.